Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: when the stapler was fired, the blade cut but no staples fired. The anastomosis fell apart. Another stapler was used to staple anastomosis back together. Operative time was increased by approximately 25 minutes. It could not be reported if bleeding occurred or if tissue damage occurred. Patient is listed as stable.